Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ventricular tachycardia, and shock therapy was delivered. It was mentioned that the cause of the arrhythmia was identified as the end of life of the device. The device was explanted and replaced. The patient was stable and discharged. No further ventricular tachycardia was noted.